Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) displayed a safety disk replacement alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a safety disk replacement alarm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that this unit was due for pm.  To fix this issue fse replaced expired safety disk,  tidal volume disk, 9v battery, and o-ring. Fse performed  complete pm with  full calibration, functional  testing, and safety check to factory  specifications.  Unit passes all functional and safety tests per factory specifications. Unit returned to customer and cleared for clinical use.